Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a lap inguinal hernia repair procedure the balloon did not inflate. It was provided that there was no patient impact and the patient has since left the hospital, no further patient details are available. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. A second device was used in order to complete the case. The exact date of the procedure is not known with the only detail available being that it was a couple of weeks prior to (B)(6) 2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due a cut in the seal. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.